Event description:
Pen jammed not working to deliver dose...it will dial though; also prior pens wouldn't dial up to 60 but stopped at 59. Dose, frequency and route used: inject 70 units under the skin every evening prior to dinner. Therapy date: 2 years roughly. Diagnosis for use: diabetes. Event abated after use stopped or dose reduced? No.